Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that when removing the suture from the package the needle detached from the thread.